Event description:
The customer's mother reported that the customer was hospitalized with ketones. The customer's blood glucose reading at the time of the report was 120 mg/dl. Troubleshooting was performed, and the prime test passed. The insulin pump alarmed no delivery the day prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.